Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The patient underwent a surgery on (B)(6) 2017 for a total reversed shoulder prosthesis. Three months post-operative, delay in recovery because of joint effusion. Six months operative, very significant pain worsening. Upon x-rays analysis : disassembly of the base plate and the glenoid sphere.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.